Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the needle did not retract. The following information was provided by the initial reporter: the IV cath. The needle does not retract.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the needle did not retract. The following information was provided by the initial reporter: the IV cath. The needle does not retract.